Manufacturer narrative:
Additional information received that the event occurred during testing on (B)(6) 2019.

Manufacturer narrative:
Investigation analysis completed on smiths medical cadd legacy 6400 pump. The complaint of no alarm at cassette removal was duplicated. Event log opened and revealed: (B)(6). When running pump in user mode the pump verified complaint plus after alarm of no cassette and pump would not run error was displayed. Cause of the malfunction was traced to a dso sensor. Actions to repair and replaced the dso sensor was implemented and testing passed all functional and delivery tests.

Event description:
Information received a smiths medical cadd legacy 6400 pump had no alarm upon cassette removal. No adverse patient events reported.